Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock, and a lead integrity alert (lia) triggered with t-wave oversensing (twos) exhibited on the right ventricular (rv) lead. In addition, an increase in pacing thresholds was observed. Reprogramming was done for the rv lead which resolved the twos issue. The lead remains in use. No further patient complications have been reported asa result of this event.